Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported phototoxicity of the retina occurred. No further information was provided with the initial report. Additional information has been requested. The product sample is not available for evaluation.

Manufacturer narrative:
No lot number was identified with this complaint; therefore, a lot history review could not be conducted. No illuminator sample was returned for evaluation; therefore, the condition of the product could not be verified. Because a sample was not returned by the customer and no lot information was provided for a lot record review, the root cause for customer complaint issue cannot be determined. No specific action with regard to this complaint was taken by the manufacturing facility because no complaint sample was received to determine a root cause and the harm could not be verified. All fiber optic light guide products are tested for light transmittance, are 100% visually inspected, and pull tested during the manufacturing process. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. (B)(4).